Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery cap contact was found to be out of width specifications. Unrelated to the battery cap issue, evaluation revealed a missing piston cap and a damaged cartridge compartment.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contacts were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.